Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the site of insertion of the implant was determined and it was positioned in the meniscus using a hemicannula. The cannula was removed and the first peek t1 was inserted into the meniscus, the ff was positioned in the second point of fixation, to determine the measure, then the second shot peek t2 was performed. The device was removed, the suture was cut and when trying to tighten the knot the sure came out with t1 and t2 implants. Surgery was resumed after a non-significant delay, with two back-up new implants. No further complications were reported. The results of investigation revealed that t1 was broken.

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the bridge strength specifications finds the bridge strength of the implants is defined and testing is required to ensure conformity. A visual evaluation showed the device was returned in the original packaging with the batch number of the device on the label. The t1/t2/suture were returned. The t1 has been broken at the suture hole. The missing piece was not returned. The knot has been tightened down. The actuator is in the pre-t2 position. The needle is bent. There is bio debris on the needle. A functional evaluation showed the device cycled as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include unintended excessive force used during the knot reduction stage or an impact to the needle tip, causing damage to the implant during deployment. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: h2: correction on h6 (medical device problem code).